Manufacturer narrative:
Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a spyscope digital access and delivery catheter was used in the common bile duct (cbd) during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2018. According to the complainant, during the procedure, the working channel sleeve of the spyscope protruded. An autolith touch ehl (electrohydraulic lithotripsy) probe was inside the spyscope ds when it protruded. The ehl probe was difficult to advance and was kinked so they replaced it with a new ehl probe. Reportedly, no part of the spyscope ds device was detached. The procedure was completed with a second spyscope digital access and delivery catheter and a second ehl probe. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
A visual assessment was performed after disinfection. The catheter was kinked at several locations, beginning near the distal end. As received, the working channel sleeve protruded, confirming the complaint. Maximum protrusion was observed when the small knob was articulated counterclockwise and the large knob articulated in both directions. A functional assessment was performed. An ehl probe was inserted into the working channel port and the distal end of the device was inserted into the fixture simulating tortuous anatomy. The ehl probe passed freely through the working channel. The passability issue was not confirmed. The distal tip was cut. The distal cap was removed. The catheter was cut open using the cutting fixture. The working channel sleeve was removed. Witness marks were noted on the pebax. The white areas along bond a appear to show evidence of adhesion. The complaint was consistent with the reported event of working channel sleeve protruding. Based on the investigation results, the underlying cause of working channel sleeve protrusion is an insufficient bond, particularly the second heat cycle of the working channel sleeve bonding process [bond b]. Therefore, the complaint investigation conclusion code selected for the working channel sleeve protrusion issue is manufacturing process design. An investigation is underway to address this issue. A DHR (device history record) review was performed and no deviation was found.

Event description:
It was reported to boston scientific corporation that a spyscope digital access and delivery catheter was used in the common bile duct (cbd) during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2018. According to the complainant, during the procedure, the working channel sleeve of the spyscope protruded. An autolith touch ehl (electrohydraulic lithotripsy) probe was inside the spyscope ds when it protruded. The ehl probe was difficult to advance and was kinked so they replaced it with a new ehl probe. Reportedly, no part of the spyscope ds device was detached. The procedure was completed with a second spyscope digital access and delivery catheter and a second ehl probe. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.